Manufacturer narrative:
(B)(4).

Event description:
It was reported that the replacement handheld that the physician received was giving the physician error messages on several patients. He said he was able to ultimately program patients but it took multiple tries. The issue was reported to have started as soon as he received the handheld. The physician did the troubleshooting with the wand and replaced the battery. The wand battery was ruled out as a cause. The physician reported that it was giving him an error message and a red "x." He managed to complete dosing visits with several patients but he is concerned about the reliability of this programmer and does not want to keep having issues. No additional relevant information has been received.